Event description:
No primary stability and no osseointegration achieved. Patient smokes. Complication in site preparation (bone loss). Undersized implant bed, bone resorption, inadequate bone quality/quantity. Another diameter was chosen.